Manufacturer narrative:
Corrected information b5: it was reported that air, upstream, and downstream occlusion alarms were triggered on a spectrum pump while being used with unknown quantity of interlink system buretrol solution sets. It was further reported no air or occlusions were noted in the lines. The was observed during use of the sets. There was no report of patient injury or medical intervention associated with this event. Additional information was later received from the customer stating the pumps were working fine and will not be sent for service. No additional information is available. Corrected information g4: it was determined on 28 sept 2020 that the previously reported date received by MFR 03 sept 2020 is incorrect and should be replaced by 31 aug 2020.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issues with butestrol lines. The issues were air detected even if there was no air in the line, pump identifies downward and upward occlusion even through there was none, pump allows air to get trapped in line even though the rate was set that it should not. There was no known patient injury or medical intervention associated with this event. No additional information is available.